Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg), however, a specific value was not provided. Reportedly, customer is new to the pump and suspected that the pump settings were incorrect. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. No additional patient or event information was provided.